Event description:
During prep, prior to clinical use, the balloon leaked. The intended target vessel was the carotid, which was moderately calcified, and the length of the lesion was 2 cm. There is no information as to what product was eventually used to treat the lesion. The product is available for evaluation and testing; however it has not been received to date.